Manufacturer narrative:
The correct model # is ci24r (st); not ci24re (st) as previously reported. This MDR was a duplicate. Any further information will be provided with report number 6000034-2015-02554.

Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2015, and the patient was reimplanted with a new device during the same surgery. This report is filed (B)(4) 2016. Device not received by manufacturer.

Manufacturer narrative:
Implanted device remains.

Event description:
Per the clinic, the patient experienced a performance decrement and pain with device use. Reprogramming attempts were made; however, the issue could not be resolved. It is unknown if there are plans to explant the device and to reimplant the patient with a new device as of the date of this report, (B)(6) 2015.